Event description:
Boston scientific received information that a latitude yellow alert was issued for a high pacing impedance measurement of greater than 2000 ohms on this transvenous left ventricular (lv) lead. A review of daily lead measurements showed lead impedance readings consistently in the 600-700 ohm range, with no out of range measurements present.

Manufacturer narrative:
No adverse patient effects have been reported as a result of this observation, and this lv lead remains implanted and in service. The physician plans to monitor the situation for now. This event will be updated if any additional information becomes available.

Event description:
Subsequently additional information has been received from the local sales representative stating that another latitude yellow alert was received. The impedances remain greater than 2,000 ohms indicating a possible lead fracture. There is normal capture with the lv lead. The sales representative states that the physician will follow the patient and there will be no intervention. No adverse patient effects reported